Event description:
It was reported that an ilet user experienced hyperglycemia with meter reading "high" following an infusion set supply change, with no dosing-stopped alerts and no visible issues such as bent cannula, leaks, or kinks on the prior set. Symptoms included vomiting and tachycardia, with a negative ketone check. Outcomes included user education and troubleshooting, with guidance to allow 1 to 2 hours for glucose regulation and a plan for follow-up. Investigation included telephone-based troubleshooting and assessment of infusion set integrity and recent supply change. Investigation of this case revealed no confirmed device malfunction or component damage, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.